Manufacturer narrative:
See manufacturer's report #3004209178-2019-23451 for concomitant ins information. Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient stated their implant moved up in their body to the waist since she got a knee replacement. Patient stated that it is painful and think it may be resting on a nerve. Patient said that her pain is in her leg now. The patient reported that the stimulator has been working on and off for her symptoms during the past few years and she is looking to get her device reprogrammed. She stated that she turned the device off for a while and then it works for a bit and then it stopped again. The patient was advised to follow up with her healthcare provider and she reported she had an appointment scheduled for the next day. No further complications were reported.